Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was cracked/chipped by the right and left bottom corners, cracked and chipped right plunger case, cracked battery door and visible contamination by the l bracket, on top case. Bottom case was cracked by main screws. Event history log (ehl) showed: check syringe plunger sensor. Syringe test and biomed diagnostics monitor syringe plunger sensor (digital sensor true/false) were performed. The reported problem was duplicated during start up; right timing plate was not set right inside the plunger head and cracked right plunger case. The root cause of the issue was deemed to be the customer's incorrect assembly of the device. Action(s) taken to mitigate the reported issue(s): reset and re-assembly of timing plate assembly and replaced right plunger case, power up device and recalibrated; and the device passed all the functional test.

Event description:
It was reported that the pump showed syringe plunger sensor. No patient injury was reported.